Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon evaluation, the monitor experienced charge profile faults (code 102). Component c20 (capacitor) on the defibrillator board had a faulty solder connection, preventing the capacitor from fully charging. The root cause of the faulty solder connection cannot be positively determined but is likely due to an assembly error. No adverse event resulted from the faulty solder connection. The pt rec'd a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor was displaying service code 102. The pt was issued a replacement monitor.